Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found lead insulation degradation at 4.5cm and 4.8 cm from the connector pin. The other damages found were sustained during procedure.

Event description:
This report is to advise of an event observed during analysis.